Event description:
It was reported that the arctic sun device went through troubleshooting and device had been giving low flow message again. Pads were disconnected & reconnected using proper technique. No improvement in flow. The patient has not reached rewarm target. Patient temperature was 36.2c, target temperature was 37c, water temperature was 36.6c and flow rate was 1.5 l/m. Patient was on versed. They checked diagnostics water flow rate (wfr) was 1.5 l/m, inlet pressure was -7.0psi, (mixing pump command) mpc was 0%, circulatory pump command (cpc) was 62%, and rewarm rate was set at 0.1c/hr. Ms&s explained as long as flow rate does not drop below 1.0 l/m and there are no alerts or alarms, they should be fine with proceeding. Per follow up 1 on 07jan2021 via nurse, stated issue was resolved during call. They had no further issues.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device went through troubleshooting and the device had been given a low flow message again. The pads were disconnected & reconnected using the proper technique. There was no improvement in flow. The patient was not reached rewarm target. The patient temperature was 36.2c, target temperature was 37c, water temperature was 36.6c and flow rate was 1.5 l/m. The patient was on versed. The nurse checked the diagnostics, the water flow rate (wfr) was 1.5 l/m, inlet pressure was -7.0psi, mixing pump command was 0%, circulation pump command (cpc) was 62%, and the rewarm rate was set to 0.1c/hr. Ms&s explained as long as the flow rate would not drop below 1.0 l/m and there were no alerts or alarms, they should be fine with the proceeding.